Event description:
The pt stated that his insulin infusion device started audibly beeping and the display included "2.01 and dashes across screen". He stated that his power pack was "about two weeks old, but had not had a chance to change it out". The pt was aware of the power pack recall. Following troubleshooting with a company representative, he replaced the power pack, then conveyed that the infusion device was functioning properly. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.